Event description:
It was reported that post op a laparoscopic gastric bypass procedure, the patient presented with discomfort and chest pains. It is unknown if any diagnostic testing was done. It was assumed by the surgeon that the staple line was leaking which lead to the patient having to be reoperated. The source of the leak could not be identified. A drain was placed and the patient remained in the hospital. The surgeon did not recall any unusual device function during the original procedure (B) (6). Additional followup: according to the rep, "just spoke with the surgeon on this yesterday and he said this patient is recovering and doing well thankfully. She should have a full recovery. "

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.